Event description:
It was reported by sales rep that the patient that was implanted in 2012 need to do a revision surgery due to the infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.